Manufacturer narrative:
Correction: h11: field should include the following statement: device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing

Event description:
It was reported that a patient presented with loss of interrogation noted on the patient's pacemaker. After using multiple programmers, the interrogation was unable to be completed. Diaphragmic stimulation was noted on the right ventricular lead. Patient discomfort was noted. The device was explanted ad the lead was repositioned on (B)(6) 2025. The patient was stable throughout.

Event description:
It was reported that a patient presented with loss of interrogation noted on the patient's pacemaker. After using multiple programmers, the interrogation was unable to be completed. Diaphragmic stimulation was noted on the right ventricular lead. The device was explanted and the lead was repositioned on (B)(6) 2025. The patient was stable throughout.